Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor information cannot be read by the pump. Customer's blood glucose was over 250 mg/dl at the time of incident and 415 mg/dl at the time of the call. Customer treated with a bolus. Troubleshooting found that the customer was able to correct the issue and update the sensor. There was no further information provided by the customer or troubleshooting and no high blood glucose troubleshooting was performed.